Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the right atrial lead dislodged. The lead was explanted and replaced. The patient was in good condition post-procedure.